Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A review of the risk document was performed for this investigation. The reported event is addressed and the residual risk for this event is low. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿water lost via permeation". However, there was insufficient information to confirm this potential root cause. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had numerous bard 18 fr coude catheters (lot# unk- doe unk). The balloons became deflated and essentially falling out. Most recently, there was an audible hissing sound when attempting to reinflate one of these balloons. (Lot# ngjr0021- doe (B)(6) 2024).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had numerous bard 18 fr coude catheters (lot# unk- doe unk). The balloons became deflated and essentially falling out. Most recently, there was an audible hissing sound when attempting to reinflate one of these balloons. (Lot# ngjr0021 - doe (B)(6) 2024).